Manufacturer narrative:
On 11-dec-2020, mentor received additional information about the event. The scheduled explantation date is on (B)(6) 2021. D6b: explantation month, day, and year: on (B)(6) 2021. Reason for device explant and / or reoperation: breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant. The product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 15-apr-2021, mentor received additional information about the event: it was reported that both of the patient¿s breast prostheses were removed intact. The previously reported right breast prosthesis deflation no longer applies to this event. Block b1 ¿is product problem¿ no longer applies to this event, nor does h6 medical device problem code a0412 material rupture. The correct h6 medical device problem code is now a24 adverse event without identified device or use problem. It was reported that the patient suffered from right breast mammary ptosis. The patient had her removed breast prostheses replaced with mentor smooth round moderate profile 325cc saline breast prostheses. Reason for device explant and/or reoperation: breast ptosis, suspected breast prosthesis deflation. On 20-apr-2021, mentor completed a second investigation on the suspect medical device to address the changes to the event (breast prosthesis removed intact, right breast ptosis) device evaluation summary: according to the information received, the patient experienced ptosis in her breast. Previously, it was reported that the breast prosthesis was deflated. However, per additional information received, the patient¿s breast prostheses were removed intact. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate plus profile 475cc saline breast prosthesis that deflated after implantation. Deflation of the patient¿s right breast prosthesis was diagnosed by a physical exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.